Event description:
It is reported that a customer experienced high blood glucose of 300 mg/dl to 400 mg/dl. The customer's mother was informed that there could be many reasons for high blood glucose. The customer's mother was assisted with trouble shooting and found that the customer's cannula was bent. The mother was advised to change the customer's infusion set and reservoir. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.